Event description:
It was reported that the nose tip of the micro drill medium straight attachment was seperating from the nose housing during evaluation at the manufacturer. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that the nose tip of the micro drill medium straight attachment was separating from the nose housing during evaluation at the manufacturer. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The reported event of the nose cone seperating from the nose housing was confirmed through visual inspection. A definite root cause could not be determined. The device was scrapped at the manufacturer.

Manufacturer narrative:
After reassessment it was determined that this event was filed in error. The micro drill medium straight attachment did not separate into pieces. The device was found to have a larger than usual gap between the nose and nose housing. This malfunction is not known to cause or contribute to serious injury if it were to recur.